Event description:
The patient's legal guardian reported the dash personal diabetes manager (pdm) did not deliver insulin boluses for the past several days prior to the event being reported to insulet. Bolus delivery would indicate it has started, but it would then abort and not deliver insulin. Basal insulin was reported to be delivered, but they are unable to reliably verify basal insulin delivery. The patient's blood glucose level was reported to be elevated, up to 300 mg/dl. As treatment, correction doses of insulin was administered using an insulin pen. It was also reported that the pdm touchscreen was not responding, and they have also received an unknown error message on the pdm. A replacement pdm was arranged to be delivered to the patient.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.